Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had battery runtime test failure. A getinge field service engineer (fse) confirmed and stated unit failed the battery runtime test as part of the pm at 50 minutes. To resolve issue fse replaced batteries as a pair. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) ,the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test at fifty minutes. There was no patient involvement.